Event description:
Pt received two cypher select stents to treat a lesion in the bifurcation of the right coronary artery (rca) and the posterolateral (pl). Post procedure, the pt had a non q wave myocardial infarction (mi). Despite lack of total ck blood sample value, but ckmb being greater than three times the upper normal limit, the consensus was to adjudicate this as a non-q wave myocardial infarction.

Manufacturer narrative:
This device is distributed outside the united states: however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-02506. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.